Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an inoperable real time clock battery, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. As the device is beyond a year from the manufacture date and with no indication of a manufacturing defect, no device history review was performed. Per service history review this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, that the pump will not stay powered up. 2 sets of new batteries were replaced, pump still loses power. No patient injury. No additional information available.